Manufacturer narrative:
Date of event: binnet, m.s., et al., (2001) arthroscopic fixation of intercondylar eminence fractures using a 4-portal technique. The journal of arthroscopic and related surgery 17(5):450-460. This report is for an unknown association for osteosynthesis/association for the study of internal fixation (ao/asif) cancellous screw/unknown quantity/unknown lot UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: binnet, m.s., et al., (2001) arthroscopic fixation of intercondylar eminence fractures using a 4-portal technique. The journal of arthroscopic and related surgery 17(5):450-460. The country of origin is turkey. A study was done on 21 patients with intercondylar eminence fracture. The patients were divided into two groups, adolescents and adults and were treated arthroscopically between 1992 and 1998. The adolescent group included 8 patients, 5 female and 3 male patients ranging in age 9 to 14 years. The adult group included 13 patients, 5 female and 8 male patients ranging in age 18 to 39 years. The adolescent group was implanted with 4-mm long mini association for osteosynthesis/association for the study of internal fixation (ao/asif)cancellous screw. The adult group was implanted with a competitor screw more stable fixation. Patient #2, a (B)(6) experienced intra-articular adhesions, which were debrided after the removal of the screw. Screw removal was part of the surgical plan. This report is 2 of 3 for (B)(4). This report is for and unknown ao/asif cancellous screw.